Event description:
The affiliate reported the customer alleged elevated troponin I (access accutni) results, within the risk stratification, for five patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Subsequent analyses of the patients¿ samples, on the same instrument, produced lower results primarily within the normal reference range. The elevated results were not released out of the laboratory. There was no patient consequence associated with this event. The customer performed instrument weekly maintenance and stated system check failed due to an elevated washed mean and percent coefficient of variation (%cv). The customer replaced the aspirate probes but system check continued to fail. The patients¿ samples were collected in 12x75 ml lithium heparin plasma separator tubes and centrifuged at 3,200 rpm (rotations per minute) for twelve minutes, at room temperature, from the primary tubes. The last calibration was performed on 06/03/2013. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered aspirate probe #4 was not functioning properly when performing aspiration. The fse replaced the peristaltic pump tubing and all three aspirate probes, performed probe alignments, and volume checks. System check and all three levels of quality control (qc) passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.